Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found that the main printed circuit board (pcb) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed transducer fault, low minute ventilation (ve), low peak inspiratory pressure (pip) and circuit disconnect. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.